Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 279 mg/dl at the time of the call. The customer used food and was given glucagon to treat. The customer was wearing the insulin pump during the incident. The customer also reported that the pump beeps and vibrate was low and hard to hear. Troubleshooting was completed and the pump did not beep during the tone test. The customer reported problem while trying to prime the pump. The insulin pump will be returned for analysis.